Event description:
On (B)(6), 2011, the reporter contacted animas on behalf of her son (the patient) alleging that the patient was getting frequent occlusions with priming and bolusing of the pump. In addition, the reporter claimed that the pump was making unusual sounds. The reporter also alleged that for the previous 3 days, the patient's blood glucose (bg) levels had been high. On (B)(6), 2011, the reporter claimed that the patient's bg level reached "500 mg/dl" with symptoms of feeling tired and sick to his stomach. The patient reportedly changed his cartridge and infusion set at that time. The cannula was reportedly not kinked and no issues were observed with his site or set. The patient reportedly corrected with the new set and by the next day, his bg had come down to the "200s" and 300s mg/dl. The reporter felt like taking the patient to a hospital since the patient was sick to his stomach and looked pale. Through troubleshooting, the patient was able to bolus and prime into the air with no unusual sounds occurring. Drops were also observed coming out of the tubing. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with symptoms suggestive of severe hyperglycemia. At this time, it is unknown if the pump contributed to the patient's injury since no issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within specifications. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed sensor is detecting correct force at 5 lbs. No occlusions occurred during testing. An occlusion was induced and pump emitted appropriate visual and audible alerts . No occlusions observed in alarm history or black box. Black box reveals pump running on default time and date. No data in black box or download histories from time of the reported occlusions and high blood glucose levels due to continued use. After setting date and time on pump battery was removed. Pump was left without power for 1 hour; when pump was powered on it had returned to default time and date. Pump was opened and internal battery (bt1) was found to be leaking. Unrelated to this complaint, the display is dim; when a test display screen was used the display functions properly.